Event description:
The end user reported while transporting a patient on the stretcher in a medical facility, a medic had to replace the battery and when they reinserted the battery, the medic heard a "pop" and felt a shock in the area he was plugging the battery back in. No injuries were reported, no medical intervention was sought and the patient transport was able to be completed on the stretcher.